Manufacturer narrative:
Batch review performed on 05.march.2021: lot 1910873: 56 items manufactured and released on 3-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, 32 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came reporting shoulder tightness 5 months after the primary surgery due to the presence of scar tissue. The surgeon revised the humeral reverse hc liner ø36/+3mm with a humeral reverse hc liner ø36/+3mm. The surgery was completed successfully.